Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the device were provided for evaluation. A review of the returned photographs did not show evidence of a leak. Due to only receiving photographs for analysis and not the actual sample, there was not enough information for the analysis to neither refute nor confirm the reported problem. The cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, h10. H10: three (3) actual samples were received for evaluation attached to female connectors. A visual inspection with the naked eye noted a damaged main bodies located at the notch. The devices were functionally tested including leak, clear passage and clamp function testing and the device performed according to product specifications. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of peritoneal dialysis (pd) transfer sets were leaking from the clamp. This issue was further described as, "some units presented external leak at the clamp". This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021. Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.